Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed the reported issue. The fse cleaned the relief valve, which resolved the issue. The unit was returned to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) displayed "high drive pressure" on its display. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a